Event description:
It was reported that the procedure was to treat a left main artery. After pre-dilatation with a non-abbott balloon catheter at 12 atmospheres, for 17 seconds, a 4.0 x 15 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent implant was successfully implanted. After deflation, during removal of the sds, it got stuck at the distal end of the guiding catheter. Negative pressure was applied one time and again an attempt was made to retract the sds into the guiding catheter. During this attempt, force was applied on the sds and the shaft separated approximately 25 cm proximal to the tip. The proximal part of the device was easily removed and the distal portion was removed together with the guiding catheter as a single unit. The physician had to puncture the access site again to make a control angiogram to check the position of the stent implant. The position was perfect; the target lesion was successfully treated with a satisfactory result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force and failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was noted that negative pressure was applied once and another attempt was made to remove the device. It should be noted the xience expedition everolimus eluting stent system instructions for use (IFU) states: if during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure, than deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 -15 seconds longer. Gently remove the stent delivery system with slow and steady pressure. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the reviewed information, no product deficiency was identified. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.